Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The evaluation confirmed that the reported problem was due to the main circuit board. The unit was scrapped upon completion of evaluation. (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.